Manufacturer narrative:
An event regarding dislocation of an mdm liner and an adm liner was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event reported a dislocation between the mdm liner and adm liner. There is no allegation of failure against the trident shell. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient had surgery on (B)(6) 2016. On sunday, (B)(6) 2016, the patient fell down and dislocated the hip. The surgeon tried to reduce the hip joint but it was not possible. On (B)(6) 2016, the patient had a revision of the components.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had surgery on (B)(6) 2016. On sunday, (B)(6) 2016, the patient fell down and dislocated the hip. The surgeon tried to reduce the hip joint but it was not possible. On (B)(6) 2016, the patient had a revision of the components.